Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that following a sling procedure, the pt developed urinary retention lasted for four months and the tape was cut in the midline.